Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose events. Customer's blood glucose was 464 mg/dl at the time of incident and declined troubleshooting for high blood glucose issues. Customer stated that manual injection was used to treat the 400 mg/dl and 500 mg/dl blood glucose readings and would treat with insulin pump after site and infusion set change. Customer's blood glucose was 124 mg/dl at the time of call. Customer also mentioned issue with the infusion set being bent and tape not sticking. Troubleshooting was performed and completed. Advised customer that if infusion set is inserted in scarred or hardened tissues, it may result to bent cannulas. Customer mentioned blood glucose readings of 484 mg/dl on the first event, 355 mg/dl on the second event, and 446 mg/dl on the next event, and 511 mg/dl on the last event. Customer was advised that tape kit will be sent and no product is expected to return.